Event description:
This lead was explanted and replaced due to migrated lead which caused perforation. Physician was unable to retract screw due to tissue. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.